Event description:
It was reported by repair work order that the brakes could not hold due to missing rubber tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.